Event description:
It was reported that the patient experienced an inappropriate shock due to oversensing of noise. An apparent lead fracture was suspected. The pace/sense portion of the rv lead was capped and replaced with a new pace/sense lead. It was noted during the lead revision that there was unusual bunching of insulation near the pace/sense connector pin. The high voltage portion of the lead remains in use. No further patient complications were reported as a result of this event. The patient later reported "another lead" went bad. Upon follow-up, it was determined that the 6949 lead's svc coil impedance had increased in value. The lead was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4) distal conductor fractured; the full lead in segments was returned and analyzed.